Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 40 to 50 mg/dl. Customer was treated with food and glucose tablet. Customer experienced blood glucose level of 57 mg/dl. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.